Manufacturer narrative:
Additional information: lot number and related information updated. The tap was returned to the manufacturer for evaluation. Testing found that the tap was blocked with something about an inch long about a third of the way up the tap. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the cannulated tap had bone residue stuck in the cannula of the instrument. It was reported that the issue was discovered in the site sterile processing department (spd). Additionally, it was noted that the site followed the instructions for use (IFU) when cleaning the instrument and that it had only been used twice. There was no patient present when this issue was identified.